Event description:
It was reported that during the lead revision procedure, the pulse generator lost radio frequency rf telemetry. Upon interrogation post procedure the device exhibited diagnostics anomaly, giving false elective replacement indicator and end of service message. The device had been exposed to electrocautery during the procedure. A firmware reload was successfully performed. Patient did not experience any symptoms and is stable.